Event description:
It was later reported that the patient experienced recent encephalopathy. No further troubleshooting had been performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a lager pump implanted because he needed ¿the bigger size¿. Within 6 months after the implant, the patient developed hypersensitive vasculitis in both legs. Approximately 3-4 months prior to the report the patient had a pump refill and within a week of the refill the patient again developed hypersensitive vasculitis. The patient again developed the symptoms following a pump refill on (B)(6) 2013. The caller stated that the doctors were confused and they are ¿not sure if it is his blood thinner, his blood pressure water pills, or something else¿. The patient had ¿thousands and thousands of red spots from his toes up to his knees¿. The patient had been in the hospital ¿a couple of months ago¿ with spots from his toes up to his forehead and ¿looked like a purple people eater¿. The caller stated this began approximately 6 months prior to the report after the change of the baclofen. The doctor thought it was the hydrochlorothiazide and then thought it was the coumadin or a drug reaction. The patient was on oral baclofen until his insurance changed. The doctor wanted to take the patient off all drugs and reintroduce them, but the caller did not want the patient to be in the hospital for 4-5 months. The patient had an appointment to see his heart doctor in a few weeks and was to have that doctor contact her primary doctor regarding the issue. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).